Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, white particles in device inner surface and wear abrasion. Leak test and microscopic analysis was performed which identified: one crack opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: h.3, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.